Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on (B)(6)2023 on an unknown sample type. On (B)(6)2023, the first test taken (lot number: 225360) generated a positive result, and the second test (lot number: 223499), performed on the same day, generated a negative result. The consumer indicated they were asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
First test lot information: d4-lot:225360 d4-expiration:25aug2024 d4-UDI:(B)(4) second test lot information: d4-lot:223499 d4-expiration:03aug2024 d4-UDI:(B)(4) first lot investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 225360 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 225360, test base part number 195-430h/ lot: 221803. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225360 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 225360 showed that the complaint rate is 0(B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported; however, it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Second lot investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 223499 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 223499, test base part number 195-430h/ lot: 218296. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 223499 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 223499 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded

Manufacturer narrative:
First test lot information: d4-lot:225360. D4-expiration:25aug2024. D4-UDI:(B)(4). Second test lot information: d4-lot:223499. D4-expiration:03aug2024. D4-UDI:(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2023 on an unknown sample type. On (B)(6) 2023, the first test taken (lot number: 225360) generated a positive result, and the second test (lot number: 223499), performed on the same day, generated a negative result. The consumer indicated they were asymptomatic. No additional patient information, including treatment and outcome, was provided.